Event description:
The pharmaceutical company rep reported the pt had been hospitalized on (B)(6) 2006 for spasticity and a pump was implanted. The pt then developed a cerebrospinal fluid infection in (B) (6) 2006 with a diagnosis of meningitis. "As of (B) (6) pt has not recovered from the event." No other info was available to the reporter.

Event description:
The pharmaceutical company rep reported the pt had been hospitalized on 05/22/2006 for spasticity and a pump was implanted. The pt then developed a cerebrospinal fluid infection in june 2006 with a diagnosis of meningitis. "As of 7/17 pt has not recovered from the event." No other info was available to the reporter.